Event description:
Per the clinic, the patient was explanted due to improper placement of the electrode.the patient was explanted (B) (6) 2009, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient underwent a procedure to place an expansion segment on (B) (6) 2009. Revision surgery was performed on (B) (6) 2010, to replace the expansion segment and the expansion clip. The expansion segment had backed out and the expansion clip was broken.

Manufacturer narrative:
(B) (4). (B) (4).